Event description:
After iabp for a few hours, the iab leaked. A small amount of blood was noted in the tubing and the iab was removed. A second was inserted. On 8/27/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 4/29/97. Pt current status: unk - rpt'd 4/29/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.